Event description:
It was reported that; during a pediatric rod lengthening case the surgeon was using insitu benders from the and the distal tip of the bender snapped off during the case. The patient was not impacted by the issue. No extra time was added to the case. Case went as planned following the event. This event was noticed by me.

Manufacturer narrative:
Lot# 059461. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: device is a long term manufactured instrument (2006) and evidenced associated wear. No relevant manufacturing issue found that may have led to this event. Conclusion: the plausible root cause of this event is material wear.

Event description:
It was reported that; during a pediatric rod lengthening case the surgeon was using insitu benders from the and the distal tip of the bender snapped off during the case. The patient was not impacted by the issue. No extra time was added to the case. Case went as planned following the event. This event was noticed by me.